Event description:
Patient called and stated that she had high bgs (293 to 485 mg/dl) with no ketones. Patient stated, she had just finished up a course of antibiotics. Deactivated and removed pod and returned for evaluation.

Manufacturer narrative:
The returned product evaluation confirmed an internal leak, which caused damage to the device after being filled with insulin. The user is instructed in the user guide to frequently monitor their bg levels. By following this recommendation, the user was aware of high bg levels and was able to start a new pod successfully. The lot was found to have met all acceptance criteria.